Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient has two hip devices,but this report is on the left hip on 2007. He underwent a left total hip arthroplasty by dr in. This is a depuy pinnacle metal on metal hip with 36 mm + 5 chrome cobalt head. The left hip had been bothering him since 2008. He described a sharp groin pain,especially with activity. He previously underwent a right tha with depuy duraloc socket and ceramic head on 2007,this right hip was revised to a pinnacle metal on metal articulation with a 40 mm + 8.5 chrome cobalt head. Indicated due to severe polyethylene were and it was performed by dr. As well on 2017. He had bilateral pinnacle metal on metal hips and his blood cobalt level was 6.3 mcg. He experienced increasing pain at the right hip and groin area associated with increasing metal levels and adverse reaction to metallic debris, so he reacted to have the right hip revised again on 2017. He underwent a second revision of his right total hiparthroplasty performed by dr. At medical center. The right hip was revised from the pinnacle metal on metal articulation to a stryker restoration acetabular wedge augment shell (ras) with a 36 mm internal liner and a + 12 ceramic head with a titanium sleeve on th existing stem dr. Noted significant adverse reaction to metallic debris. The patient has had four anterior dislocations of the right hip since the revision. The instability of his right tha likely due to the loss of periprosthetic tissue from reaction to metallic debris became his main problem. All while he still had a pinnacle metal on metal articulation on the left side and his systemic cobalt levels remained elevated on 2018. A urine cobalt level was 4.4 mcg/l on 2018. A blood cobalt level was 5.2 mcg/l and urine cobalt level was 9.4. On 2019 urine cobalt level was 23.0 mcg/l and blood cobalt was 5.3 mcg/l on 2019 blood cobalt level was 3.2 mcg/l and urine cobalt level at 16.3 mcg/l. His bilateral pinnacle metal on metal arthroplasties were implanted in 2007. As noted in the history he states that in of 2008, he began developing tremor in the hands and dulled dexterity,poor balance,forgetfulness,increased profound deafness and ringing in the ears. And he states this has been progressive. He complains of very loud ringing in his ears. He wears reading glasses since 2008. He has noticed twinkling flashes in the superior bi temporal visual field, which occurs about three to four times a month then family noted that he didn't seem as sharp as he once was. He also progressively developed fatigue since his hip replacement in 2007. He had been taking norco for pain on a semi regular basis. He was a mechanic but states he can no longer do manual work due to hand tremor and dulled dexterity, which he states is frustrating. He has numbness and tingling in the hands that began in 2006 or 2007. Neuro analysis of his fdg brain scan study made on 2019 showed general and focal hypometabolism in a pattern consistent with chronic toxic encephalopathy. Doi: 2007 tha. Doe: 2008. Left hip.